Event description:
A 23 gauge valved entry system leaking when used during eye procedures; happened three times. Manufacturer response for 23g valve entry system, 23 ga valved entry system, 3-CT (per site reporter): we were asked to pull this lot number from the shelves which we had already done; no other follow-up as of this report.